Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal root repair surgery, two first pass mini left broke inside the patient. One of them failed when the suture trap in the upper jaw broke, and the other failed when the whole upper jaw broke. All the loose pieces were retrieved from the patient using arthroscopic graspers. The procedure was completed using a s+n back up device. There was a delay a greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified, the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that two photos of the device were provided for review and confirm the breakage; however. Two fluoroscopic images were also provided for review and show broken pieces within the patient but these are intraoperative and its reported all pieces were removed. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does note, ¿as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive force can result in failure.¿ factors that could have contributed to the reported event include excessive force, tissue thickness and damage or debris on the device tip between passes. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.